Manufacturer narrative:
According to an implant summary card received, a previously implanted cryolife tissue was explanted during a procedure on (B)(6) 2020. The implant summary database shows this patient had sgpv00, serial number (B)(6), donor 114383 implanted on (B)(6) 2011. As such, this investigation will be relegated to this product. Requested information including reason for explant, medical records, and operative/re-op notes could not be obtained. The certificate of assurance for pulmonary valve & conduit sg 9908108 was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes per procedure. No graft specific non-conformances (ncs) were identified for this tissue. Graft 9908108 was not returned to cryolife so no direct observations could be made. During the inspection of each cardiac graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes such as holes, tears, disruptions, plaque, etc. The inspector¿s training records were reviewed and she was found to be appropriately trained at the time the task was performed. There is limited information available regarding the event, including but not limited to patient demographics, preoperative diagnoses, past medical history, etc. According to our implant database, the explanted tissue, sgpv00 sn: (B)(6) was implanted on (B)(6) 2011 into a 5-month-old female. The dimensions of this valve on record are for a synergraft pulmonary valve and conduit 13mm x 2.0cm at the time of implant. Per the implant card received for sn (B)(6), this original valve was explanted and replaced on (B)(6) 2020, approximately 8.4 years post-operative. Currently the patient is approximately 9 years old. The dimensions of the newly sgpv implanted are documented to be 23mm x 5.0cm. The use of cryopreserved allografts for cardiac reconstruction in pediatric patients has been widely reported in the literature (bielefeld 2001; brown 2005; kalfa 2012; rodefeld 2008). Homografts have been reported as the gold-standard and conduit of choice for use in cardiac reconstruction due to excellent hemodynamics, resistance to infection, lack of need for anticoagulation, ease of handling, and decreased thromboembolic events (bielefeld 2001; kalfa 2012). Homografts remain one of most commonly used materials for pediatric procedures, despite the likely need for future reoperation, especially when used in neonates and infants <2 years of age (bielefeld 2001, brown 2005, kalfa 2012, rodefeld 2008). The diagnosis for the explant is currently unavailable. Explant of a 13mm sgpv used in cardiac reconstruction after more than 8 years in a pediatric patient is not unexpected. Normal valve outgrowth has been reported or associated with the use of cryopreserved allografts and is included in the cryovalve sg instructions for use. The sg cryopreserved human tissue risk file was reviewed and the reported event is addressed. The instructions for use were reviewed and are found to be adequate. The IFU informs the user on the potential adverse events associated with the use of sg cryopreserved cardiac grafts, including normal valve outgrowth. As a result of the increase in occurrences, a CAPA-00234 has been initiated. An investigation will be performed to determine further action on the increase in occurrences. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant summary card, a previously implanted cryolife tissue was explanted during a procedure on (B)(6) 2020. The implant database shows this patient had sgpv00, serial number (B)(4), donor (B)(6) implanted on (B)(6) 2011.